Manufacturer narrative:
Correction to the following fields: b5, d5. Correction to e1: the following field should be empty: first/given name, address - line 1, city, post office or zip code, and telephone number. The establishment name should be olympus. Correction to g2: the report source "health professional" and "distributor" were mistakenly marked. Added "company representative." Correction to the g3 of the initial medwatch. The aware date should be 02 aug 2024. Updated information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event reported was confirmed and the peeling of the coating on the operation wire was likely caused by factors such as the coating part being rubbed against a hard object during use or reprocessing; however, the root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. ·before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with a corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. ·do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. Lubrication 1. Immer2. Remove the instrument from the lubricant.se the insertion portion in the lubricant for 2 ¿3 seconds. 3. Move the slider back and forth two or three times to retract the hook into and extend it from coil sheath. 4. Wipe the exterior of the instrument with a clean, dry lint-free cloth and allow the instrument to air dry. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the subject device operation wire coating of the applicator peeled off. There were no reports of patient involvement.

Event description:
It was reported, the rotatable clip fixing device was used several times, however, the user described that the subject device seemed to be slow from the beginning. It is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.